Manufacturer narrative:
Follow-up # 2 ¿ (03/17/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter was displaying an ¿error 3¿ message. Per the owner¿s booklet, an error 3 appears when blood or control sample is applied before the meter was ready for sample application. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started on (B)(6) 2014 at 6:00 a. M. The patient manages her diabetes with oral medication (metformin, 500 mg; glyburide, 5 mg). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported, three hours after the alleged issue occurred, she developed symptoms of ¿intense sweaty and lightheaded¿. On (B)(6) 2014 at 9:30 a. M., the patient stated she had more food/drink in response to the symptoms. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/28/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.